Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a note that it was broken and wont suck up water as per follow up on 12/29/2020 via clinical educator, the nurse did not performed any troubleshooting. The patient was switched to another machine and continued therapy with no further issues.